Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-83153.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. The customer was wearing the transmitter at the time of the hospitalization, and the hospital staff lost it. The customer was given the info necessary to get it replaced. Nothing further was reported.